Event description:
Reporter noted posterior capsule tear occurred during I/a cap vac mode (tip 356-1007) in four cases out of seven. This pt required an anterior vitrectomy. Intraocular lens was implanted.